Event description:
It was reported the ins had not worked for the past six months and the pt had not felt stimulation during this time. The ins device was not charged during this time. At the time of the report the pt was admitted to the hospital due to a fall where they injured their leg. The hcp's were investigating how much the ins would help with the pain the pt was experiencing. Add'l info received indicated the device was not charged. There was nothing that could be done for the stimulation until the device could be brought out of the deep discharge state which was not possible at the time due to the new injury. The recharger was fine. The plan was to see the pt after they were discharged from the hosp.

Manufacturer narrative:
(B)(4).